Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x28mm drug eluting stent to the 90% stenosed lesion located in the calcified, moderately tortuous distal right coronary artery (rca), but was unable to cross the lesion. Upon withdrawal resistance was encountered and it was noted that the distal and proximal edge of the stent was lifted up. The procedure was completed using a 2.75x28mm taxus stent. No pt complications were reported. Pt status post procedure is noted as good.

Manufacturer narrative:
.